Event description:
The pt was implanted with a left ventricular assist device (lvad). The lvad coordinator reported that the pt presented with increased power to 13 watts, which was up from approx 7 watts. An echo taken revealed that the inflow conduit was sitting slightly towards the lateral wall. The pump speed was at 10,000 rpm and it was ramped up to 12,000 rpm and there was some decrease in left ventricular size, but it was not enough for pump speeds of 12,000 rpm. Pt is on levophed and milrinone. A decision was made to replace the inflow conduit and outflow graft the following day, (B)(6), 2011.

Manufacturer narrative:
The pt remains on lvad support under observation in the hosp. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.